Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer had passed away. The customer's blood glucose at the time of the death was unknown. The caller stated that on (B)(6) the customer ate breakfast, delivered a bolus, went to change their cloths and had a stroke. The customer felt dizzy and sweaty and vomited. The paramedics were called and the customer was taken to the emergency room. The cause of death was stroke. The customer was not wearing the insulin pump at the time of death and had stopped wearing the insulin pump on (B)(6). The customer was off the insulin pump due to illness. The caller stated that they would like to donate the insulin pump but they were advised that it would not be possible since the insulin pump had to go through a destructive testing. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with depleted alkaline battery in the battery tube. The device passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection.